Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The samples were visually inspected at 12inches to 24 inches under normal conditions of illumination. The sample have two (2) tears on the tube. The samples were tested using semi-automated hotline leak tester. No discrepancies detected; the sample passed the test. During review of manufacturing process, a sample of 32 units was visually inspected in order to verify that the components do not present any damage; no discrepancies were found during the inspection. The most probable root cause was that the production personnel did not detect the damaged tube. Quality alert was generated and production personnel was trained to ensure that the production personnel detect any damaged components.

Event description:
It was reported that the customer found a tear at two places of the tubing. No patient injury reported.